Manufacturer narrative:
. During an operation of a patient with lower extremity pain, the powerflex pro 5mm x 10cm balloon was used and ruptured. The balloon was inflated to eighteen atmospheres. The lesion was severely calcified. The vessel was moderately tortuous. The vessel was above eighty five percent stenosed. The device was used for chronic total occlusion (cto). The balloon catheter was not removed easily, but it was removed intact. The device was stored, handled and prepped per the instructions for use (IFU) and was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. Contrast media was used at a 1:1 ratio. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon inflated normally. The procedure was completed by using another balloon. One product was returned for analysis. A non-sterile powerflex pro 5mm x 10cm x 135cm balloon was received coiled inside of a clear plastic bag. Per visual inspection the device was received without the balloon being inflated. Some crystal residues of saline solution were observed inside of the balloon. The balloon does not show any burst condition. No damages were observed on the balloon or on the rest of the device. Per functional analysis, the guide wire lumen was flushed, and a lab sample guide wire was inserted through it. A stopcock (three-way valve) was attached to the inflation lumen port in order to apply negative pressure and purge the balloon of air. The inflator/deflator device was attached to the inflation lumen. Device nominal pressure is ten atmospheres (atm). Balloon inflation test was done applying pressure with the inflator/deflator device until the manometer reached the nominal pressure of 10 atm (atmospheres). The balloon remained deflated without being inflated as expected. Per microscopic analysis, the body of the catheter was cut at a cross section with the intention of verifying the inflation lumen presence. Results showed that the inflation lumen was obstructed with crystal residues of the saline solution causing the balloons inability to inflate. The balloon was inspected, and no burst or other damages were observed. A product history record (phr) review of lot 17739025 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst- above rbp¿ was not confirmed through analysis of the returned device as there was no evidence of any burst condition to the balloon. However, an inflation difficulty condition was observed. During the inflation test the balloon did not get inflated as expected due to an obstruction at the inflation lumen with crystal residues of the saline solution found under the microscope. The exact cause of this obstruction could not be conclusively determined during the analysis. Procedural factors may have contributed to this issue. The inflation difficulty may be mistaken for a balloon burst by the user as the balloon will not inflate as expected in both scenarios. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 17739025 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during operation of a patient with lower extremity pain, the powerflex pro 5mm*10cm balloon was used and ruptured. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. Hengrui contrast media was used at a 1:1 ratio. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon inflated normally. The balloon was inflated to eighteen atmospheres. The balloon catheter was not removed easily, but it was removed intact. The lesion was severely calcified. The vessel was moderately tortuous. The vessel was above eighty five percent stenosed. The device was used for chronic total occlusion (cto). The procedure was completed by using another balloon.